Event description:
On (B)(6) 2024 the spouse of this female peritoneal dialysis (pd) patient contacted fresenius customer service and stated the patient had a staphylococcus infection under her pd catheter port. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2024. No signs or symptoms were provided. The patient was diagnosed with peritonitis and a pd catheter infection. The patient¿s hospital records have not been sent to the pd clinic; therefore, the culture results and antibiotic therapy were not available. It could not be confirmed if the infection was staphylococcus. The patient did not require the pd catheter to be removed. The patient remains hospitalized and has an expected discharge date of (B)(6) 2024. No additional information was available.